Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) reporting false resistant oxacillin results for a staphylococcus aureus strain when testing with the vitek® 2 ast-p592 test kit and version 8.01 software. The customer obtained discrepant oxacillin and cefoxitin screen results when testing on vitek 2 ast-p592 and ast-p580 cards from lots 3720789203 (p592), 3720683403 (p592) and 3600507103 (p580, expired). Vitek testing was done using v8.01 software and vitek 2 repeat testing was cefoxitin screen negative. Alternative (B)(6) pcr testing was meca (B)(6), as well as phoenix bd and manual etest. The customer's card data was examined and showed growth in all three wells for oxacillin and slight growth in the cefoxitin screen wells. A review of quality records confirmed that vitek 2 ast-p580 lot #3600507103 and ast-p592, lots 3720789203 / 3720683403 all met final qc release criteria, and the lots passed qc performance testing. The customer isolate (04mg1900001281) was received and subbed to remel tsab agar. Isolate identification was confirmed to be staphylococcus aureus via vitek ms. Further internal testing consisted of vitek 2 cards from the customer lots with the exception of the ast-p580 card from lot 3600507103 which expired on 17apr2019. In place of the customer's p580 lot, lot 3600997203 was utilized, as well as a random lot of p592 cards (lot 3720789203). Additionally, oxacillin agar dilution testing (the reference method that oxacillin, ox101n, was developed to), and cefoxitin disk testing (the reference method that the cefoxitin screen, oxsf01n, on the p580 and p592 card was developed to) was performed. Pbp2a testing and meca/c pcr testing was also performed. Vitek card testing was performed at v8.01 software. For the vitek 2 ast-p592 cefoxitin screen and oxacillin card testing, all cards tested gave a resistant oxacillin mic of >= 4.0, while four of six cards tested gave a positive cefoxitin screen result. The remaining two cards tested cefoxitin screen negative but was modified to positive by aes software. For the vitek 2 ast-p580 cefoxitin screen and oxacillin card testing, all cards tested gave a resistant oxacillin mic of >=4.0 with a positive cefoxitin screen. Internal reference method testing was as follows: oxacillin ad mic = 8.0 (r) while cefoxitin disk diffusion was positive (21mm). However, pbp2a testing was negative. Additionally, meca/mecc pcr testing was performed and both were negative for meca and mecc indicating that the isolate is a possible borderline resistant staphylococcus aureus. To summarize, the customer's positive cefoxitin screen testing was reproduced on six of eight cards tested with a aes modification to positive on the two cards that tested cefoxitin screen negative. All cards tested resulted in a resistant oxacillin mic of >= 4.0. All vitek 2 card testing is in agreement with developed reference method testing and vitek 2 cards are performing as expected.

Event description:
A customer in (B)(6) notified biomérieux of obtaining (B)(6) results for a staphylococcus aureus strain when testing with the vitek® 2 ast-p592 test kit and version 8.01 software. The results of the vitek 2 card obtained were: (B)(6), cefoxitin screen was negative but forced by the advanced expert system to positive. The strain was also tested with disc diffusion, pcr, and bd phoenix and was (B)(6) with these methods. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.